Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was implanted during the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. The neck was short and conical. It was reported during the index procedure, deployment of the main body was being performed and was going as planned but when the physician came to release the top cap it was noticed that the top cap release screw had snapped and was half hanging off the back of the delivery system. This did not affect the functioning of the device and the main body was deployed successfully. Per the physician the cause of the break is undetermined and noted that it was not thought there was any unduly rough treatment of the delivery system. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the device was returned with the external slider and backend wheel in the home positions. Breaks to the distal end of the backend wheel screw gear and hypotube were visible. The material at the break sites were jagged and uneven. The reported detached (in vitro) could be confirmed through the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.